Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) had a broken menu parameter dial. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken menu parameter dial. It was also indicated that the atrial output connector and lower case were broken. It was also indicated that the encoder assembly, control knobs, and case screw were corroded. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.